Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Technical services (ts) reviewed the reports and noted that the device exhibited a sudden jump in shock impedance. The value of the shock impedance was high out of range and was not reproducible. The physician will continue to monitor the shock impedance. The device remains in use. No adverse patient effects were reported.